Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system orders were not crossing over. A technical support specialist (tss) dialed into the server and, due to the absence of a sample from the customer, proceeded with basic checks on order message communication. System health checks confirmed that random access memory (ram) and storage were in good condition, with system uptime at 173 hours. The tss logged into health sight viewer (hsv) and found no interface down notices. A review of critical override reasons showed only a few stations set to critical override manually. Using sql server management studio (ssms), the tss ran a downtime query and identified that available for processing xml messages were queued at approximately 2,500. All services were verified to be running. The tss restarted the bd external inbound processor and bd external messaging services, then reran the downtime query, observing that the queued messages were gradually processing. It was also confirmed that the issue was not related to knowledge article (ka) med es server messages not processing concurrent error, as no corresponding log errors were found. The tss contacted a pharmacist to verify functionality, and it was confirmed that orders were successfully crossing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over. The customer stated that the orders were verified and showed in patient profile but was not crossing over to the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.